Manufacturer narrative:
(B)(4). Quick-release peripheral drill/ anti-rotation peg (B)(4); lnunk. Foreign report source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, upon removal of the pins from the comprehensive shoulder intramedullary resection guide, the scrub nurse noticed the threaded tip from the pin had fractured off and was still in patient. Following assessment by the surgeon, he believed it to be irretrievable and felt it would create no impact on the surgery result. The patient retained the foreign body and the procedure was completed. No further information received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.